Manufacturer narrative:
Date of event : (B)(6) 2019, date of report : 25jun2019. Device was returned to failure investigation laboratory where it was determined the unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03jul2019. Date received by manufacturer: 02jul2019. A gas delivery was returned to further investigation laboratory where it was determined the unit failed due to airflow sensor caused by u1 drifting out of specification. Root cause: submitted unit failed due to airflow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. The manufacturer¿s international service technician confirmed the reported gas delivery system issue and replaced the gas delivery system to address the reported problem. The unit was checked overall, run in test, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported oxygen accuracy test failed. There was no patient involvement.